Event description:
Rptr stated that she had lost her meter but had the er1 message once. Rptr stated she then compared the test strip to the color chart which showed a blood glucose value result of >350. Rptr retested and received a blood glucose value of "450 or 460" mg/dl.